Event description:
The customer stated that the architect ca19-9xr reagent lot 08849m500 generated higher than expected results from one patient samples. The customer ran the patient sample on (B)(6) with a result of 76.4 (unit of measure was not provided). The patient had a previous result of 12.7 back on (B)(6) 2012. The sample was processed in duplicate on (B)(6) on the (B)(4) instrument that is also installed in the laboratory. The results were 53.4 and 77.7. On (B)(6), the sample was reprocessed with a result of 84.9. The patient results were negative using alternate methods (not-specified). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.

Manufacturer narrative:
Additional information was received on (B)(6) indicating the correct size code of the product. The correct size code of the product was added (catalog #).